Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the system. Bg values fit sg trends well, with occasional differences due to lag between the bg and sg inherent to sensing technology and calibrations entered during periods of rapid change in glucose. Initially, customer care recommended that the user continue to use the system and to calibrate when the glucose is stable however as the user stated that the discrepancies persisted, the case was re-escalated. Customer care advised the user to re-link their sensor to allow the system to reinitialize and converge faster as a proactive troubleshooting measure. Post-re-link, the system showed better agreement between the sg and bg and overall system performance is within expectations. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.